Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient mentioned that his battery is not charging and is giving him pain and swelling on his legs. Patient reported that he was told the ins would last for 10 years. Patient reported for the last 3 months the ins is not charging. Patent used the recharged and described getting normal charging screen with all the coupling bars. The ins is almost full per patient. The ins icon is off. Patient says stim does not go on. Patient presses the ins on button but it does not turn on the ins. Patient tried using the patient programmer. The programmer shows the warning screen "charge the ins". Patient said this has been going on for 3 months. Ins is not charging. Patient also reports sometimes it gets sore around the ins. Patient redirected to health care professional (hcp). No further patient symptoms or complications were reported in this event.